Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an explant. The patient was implanted since (B)(6) 2024 but it had not worked for patient symptoms, so it was decided to make an explant on (B)(6) 2024. The doctor did the explant procedure correctly. During the explant procedure, doctor opened the sacral wound and opened the pocket wound, and what happened is that the electrode stretched a little (very little) from the gluteal pocket wound. The electrode was explanted in a moment without doctor having to use any force to get it to come out or having to "fish" it from the wound in the center of the sacrum (where this electrode was placed). They have deduced that the electrode was not well anchored in the sacral bone, since it was easily explanted from the lateral gluteal wound. The electrode was correctly placed as indicated in the clinical guidelines. The patient did not feel anything as they under the effects of anesthesia and all the prosthetic material were explanted.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot #: va2yq8p, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the return lead model# 978b128 lot# va2yq8p was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor was individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.